Event description:
It was reported that nd pump won't run alarm was experienced. Stopped and powered off. Line clamped. Cassette removed and green tab depressed several times. Massaged tubing and reconnected cassette. One tiny bubble noted. Powered on and restarted pump. Clamp opened. Instructed to call back with further issues. No additional information available.